Event description:
The customer reported that their treatment planning system software upgrade resulted in changed units of measure from mm to cm for a specific treatment type, and that this change was not included in the software release notes. The undocumented change resulted in inappropriate positioning of a pt before treatment. The error was detected prior to treatment, due to image guidance techniques, and no treatment error occurred.

Manufacturer narrative:
The change of stereo measurement units from mm to cm was not documented in the (B)(4) release notes. A documentation defect exists for this issue, (B)(4). The defect has been fixed, and the documentation of the change was included in the (B)(4) release notes, (B)(4). Investigation determined that the (B)(4) kit was shipped to (B)(6) hosp on (B)(6) 2011. The installation occurred on (B)(6) 2011. The site had the release notes prior to the date of the reported incident, (B)(6) 2011. This is not a safety issue because the values and units are correctly displayed, both in the software and in the printed report. Furthermore, we are obligated by other regulatory requirements to display all dimensions in consistent units, which for pinnacle are cm. The text of the (B)(4)requirements are very explicit. This complaint does not present any new hazard. (B)(4).